Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned on a replacement procedure. This revision procedure was successfully performed and another lead was implanted. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned on a replacement procedure due to dislodgement. This revision procedure was successfully performed and another lead was implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field h6: device codes, section h.